Manufacturer narrative:
Additional information: g3, h3, h6 correction: d10 d10 concomitant product: egia45avm - egia45avm egia 45 artic vasc med sulu, lot# p2l0225 egia60avm - egia60avm egia 60 artic vasc med sulu, lot# p2j0585 unknown endo gia instrument, lot# unknown h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted one picture of a monitor displaying tissue and blue sutures could be seen in the image. Part of the suture appeared to be inside of the jaws of a reload. The lower part of the monitor appeared to display a staple line. Due to the quality of the image the staple line could not be properly seen. It was reported that the deployed staples did not hold the tissue and the staple line opened up. Unexpected bleeding occurred along the staple line and an unexpected content leak occurred along the staple line. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty procedure, while stapling the gastroenterium, the staples were loose and was not stapled properly. This led to leakage and bleeding. The surgeon extended the incision by less than 1 inch and sutured the staple line to resolve the issue. The issue occurred on three reloads.

Manufacturer narrative:
D10 concomitant product: egia45avm - egia45avm egia 45 artic vasc med sulu, lot# p2l0225. Egia45avm - egia45avm egia 45 artic vasc med sulu, lot# p2l0225. Egia60avm - egia60avm egia 60 artic vasc med sulu, lot# p2j0585. Egia60avm - egia60avm egia 60 artic vasc med sulu, lot# p2j0585. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.